Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation".

Event description:
It was reported via nbir that the patient experienced a "suspected/actual rupture/deflation, correction of asymmetry". This record is for the left side. Device status is unknown.